Event description:
Philips received information from the customer reporting the couch horizontal motion was really fast and when they activated the float pedal on the multifunction footswitch (mffs) the couch moved up and in (all the way into the gantry). There was no report of harm to the patient or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).